Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the tear repaired? There was no tear. ¿portions of the serosa appeared to have been denuded¿ per surgeon notes. Was the post-operative care for the patient changed? No. Was there any patient consequence? No. Was additional hospitalization required as a result of the event? No. Did the cartridge fall into the patient? If yes, was the cartridge retrieved? ¿the stapling device did not fire appropriately, it closed. The trigger was pulled, the lower inset appeared to pop out and the instrument itself articulated. Thus, it was opened and removed. The cartridge was then removed individually.¿ per surgeon notes. Was there any bleeding? No if yes, how was the bleeding controlled? Was a transfusion required? No. Per surgeon notes ¿there did appear to be some serosal denuding in the region of the second staple line, pressure was applied for a number of minutes. Irrigation was applied and inspection carried out. There was no evidence of any active bleeding.¿ the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.